Manufacturer narrative:
(B)(4). Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test. And self test. Pump error confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly.

Event description:
Customer reported via phone call that insulin pump had hardware low level failure during self test. Customer¿s blood glucose was 317 mg/dl at time of incident and current blood glucose was 300 mg/dl. Customer was able to rewind the insulin pump and self test was passed. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.